Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported issues with their sensor readings and blood glucose readings. The customer states their device went into threshold suspend, with blood glucose of 90mg/dl and a sensor reading of 50mg/dl. No further information provided.